Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache, dizziness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on april 30, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness and headache related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, found dust like contamination was observed on and around the iso port. The inside of the iso port had small brown spots that are consistent with tobacco contamination, a non-uniform brown contamination, consistent with tobacco staining, throughout the inside of the enclosure, there was black contamination, consistent with keratin, at the air outlet of the blower box, observed an unknown white (dust like) contamination on the top and bottom of blower motor and on the inner rim of the blower motor air intake, minor dust like and fibrous contamination on the blower outlet seal ,a single white hair like contaminant (approx. 10n-un in length) on one of the blower isolator pads. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were unable to address the symptoms specified and there was no evidence of sound abatement foam degradation. The manufacturer confirmed multiple contaminants, inconsistent with degraded sound abatement foam, or in the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Sections d8, d9, h2, h3, h6 has been updated in this report.